Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model. Evaluation summary: (B)(4) partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking (esc), the outer tubing had esc breach/ non electrical breach, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4) the proximal segment was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression, the lead was stretched, and there was apparent explant damage.

Event description:
Infection was reported along with vegetation on the leads (cause unknown). The leads were removed. No further patient complications were reported as a result of this event.